Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a peripheral angiography interventional procedure using a 6f sheath. Reportedly, the suture was not present when the plunger was removed (a cuff miss occurred). A second prostyle device was pre-flushed with saline prior to used; however, resistance was noted during advancement. The device was removed and re-flushed and readvanced but the blood flow at the marker would stop. The device was manipulated, and proper blood flow was achieved. During deployment a cuff miss [suture retrieval issue] occurred. Manual compression was ultimately applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. Based on the reported information, interaction with patient anatomy indicated by the difficulty to advance, likely contributed to the needle to cuff miss and the obstruction. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.